Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Subject ID: (B)(6). Associated study: pinnacle cup, pinnacle cup. Clinical adverse event received for intraoperative periprosthetic calcar fracture-femoral. Event is serious and is considered mild in severity. Event is related to both device and to procedure. Doi: (B)(6) 2018; doe: (B)(6) 2018. Patient received intraoperative open reduction/fixation. Event is considered resolved as of (B)(6) 2018. (Right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Examination of the provided x-ray images confirms the reported bone fracture as evidenced by a circlage wire having been used for repair. It was not possible to determine the root cause using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.